Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a high blood glucose of 1200 mg/dl. The customer stated that she was found unconscious on the kitchen floor, and was in a coma for three days. The customer stated that the down arrow on the device sometimes doesn't respond. The customer declined troubleshooting at this time, and did not want a replacement. Nothing further was reported.